Event description:
Gait belt with plastic snap buckle. Reports from physical therapists of difficulties fastening belt, concerns regarding durability of plastic buckle, difficulties adjusting fit of belt once client in stance position and still maintaining support/safety of pt.